Event description:
Two novasure devices failed after passing cavity check, starting to work for 5-10 seconds and then stopped. The patient was checked for uterine perforation but there was no perforation with hysteroscopy. The carbon dioxide cartridge was changed and the novasure machine was repowered. The second device would not perform cavity check and a light came on. The novasure representative was called who recommended trying a third device which worked properly to complete the endometrial ablation. The two failed devices were returned to representative who stated he will replace them with two new ones.